Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was damage to the sterile pouch of an access basic solution set. The damaged pouch was discovered during review in the warehouse. There was no patient involvement. No additional information is available.

Manufacturer narrative:
It was reported that there was damage to the sterile pouch of an unspecified number of access basic solution sets. Six (6) samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified for the six returned samples. Ten (10) retention samples were also inspected with no issues identified. The packaging was not found to have any damage. The reported condition was not verified for the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.